Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, tandem wall adapter, and alternative wall adapter and cable, and pump did not begin charging after remaining connected to a working outlet for an extended period. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using provided prepaid label, and was informed of need to manually enter pump settings and reconnect continuous glucose monitor to replacement pump, while technical support arranged shipment of in-warranty replacement pump and confirmed shipping details.